Manufacturer narrative:
H3, h6: the targeting unit, lot number: 0003, was returned to the manufacturer for analysis. The reported error message of 0072 indicated the unit was not starting properly. However, the returned unit started without issue and had normal function when connected to a know good unit on the test bench. The unit was shut down and started over five times without issue. There were no problems found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 25650r, lot/serial #: unknown ; product ID: 29631, lot/serial #: (B)(6) h3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an automated trajectory guidance unit being used outside of a procedure. It was reported th at  the system gave error 0072 on boot-up. Troubleshooting was performed and reboots did not resolve the issue after multiple attempts. There was no patient involvement.